Event description:
This case was initially received via regulatory authority (anvisa, reference number: (B)(4)) on 04-feb-2021. The most recent information was received on 09-feb-2021. This spontaneous case describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. Bo2267-not valid) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion medically significant), onychomalacia ("weak nails"), insomnia ("insomnia"), alopecia ("hair loss"), arthralgia ("articular pain"), myalgia ("muscle pain"), dizziness ("dizziness"), headache ("headache"), affective disorder ("mood disorder"), vomiting ("vomiting"), abdominal pain ("abdominal pain / abdominal cramps"), nausea ("nausea"), swelling ("generalized swelling"), dysmenorrhoea ("menstrual cramps"), vaginal haemorrhage ("vaginal haemorrhage"), abdominal distension ("swollen abdomen"), back pain ("back pain"), fatigue ("fatigue") and vulvovaginal discomfort ("vaginal discomfort") and was found to have weight increased ("weight increased"). The patient was treated with surgery. At the time of the report, the pelvic pain, onychomalacia, insomnia, alopecia, arthralgia, myalgia, dizziness, headache, affective disorder, vomiting, abdominal pain, nausea, swelling, weight increased, dysmenorrhoea, vaginal haemorrhage, abdominal distension, back pain, fatigue and vulvovaginal discomfort outcome was unknown. The reporter considered abdominal distension, abdominal pain, affective disorder, alopecia, arthralgia, back pain, dizziness, dysmenorrhoea, fatigue, headache, insomnia, myalgia, nausea, onychomalacia, pelvic pain, swelling, vaginal haemorrhage, vomiting, vulvovaginal discomfort and weight increased to be related to essure. The reporter commented: that due to essure implantation, an additional surgery was necessary (not specified). Batch bo2267 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case was upgraded from non-serious incident to serious incident, the adverse event "additional surgery" was deleted. The additional surgery was considered as a non-drug treatment for the adverse event pelvic pain (it became medically significant), final report was unticked and the action taken with drug was deleted. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.